Event description:
It was reported by service report that the power pro legs would not go up or down, and they were making grinding noise. It is unk if there was pt involvement or if there are adverse consequences to report.